Event description:
The customer stated that the central monitoring system (cns) went from monitoring mode to blue screen to stop screen with an array of codes in white lettering. Bme is able to restart the cns but the issue occurs again within a few minutes after rebooting. MFR ref #: 8030229-2014-00189.